Event description:
It was later reported that the lead, the suspect device, would not be sent back to the manufacturer.

Event description:
The generator was received by the manufacturer for analysis. While analysis is expected, it has not been completed to date.

Event description:
It was reported by the nurse practitioner that high impedance was observed on the patient's device and the patient was referred for x-rays. The x-rays were received by the manufacturer and evaluated. There were no sharp angles in the lead, there were no gross fractures observed, the connector pins appeared to be fully inserted into the connector block, and the lead wires appeared to be intact at the connector pin. A portion of the lead was noted to be behind the generator and, due to the image quality, areas of the lead were difficult to assess. The cause of the high impedance was unable to be determined based on the x-ray images received. The patient underwent a full revision surgery due to the high impedance. Attempts for additional relevant information has been unsuccessful to date.

Event description:
Product analysis (pa) for the returned generator was completed. Electrical testing of the generator confirmed the device performed according to functional specifications. There were no performance or any other type of adverse conditions found with the generator.